Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers on the insulin pump were scrolling when the customer attempted to bolus. Customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.